Event description:
Zoll lifecor customer support service reviewed the download of a (B)(6) female patient which revealed frequent wrench code 31 flags. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (code 31) has been confirmed. The code 31 was generated due to an open l1 component and shorted c10 component. There was an open trace on the l1-line on the auxiliary board pca. The root cause of the open trace cannot be positively identified. The low esr capacitor (component c10), located on the computer/monitor board pca shorted out and caused the monitor to malfunction. The root cause of the electrical short circuit cannot be positively identified. No adverse event resulted from the defective components. The patient received a replacement monitor.